Event description:
Discordant, falsely elevated troponin results were obtained on samples from one patient on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s). The patient's troponin results were increasing over time, and the operator contacted the physician(s) to discuss the results. The physician questioned the increasing results and requested that the patient be redrawn. The patient was redrawn and the sample was run, and resulted lower. All samples from the patient were rerun on an alternate instrument, and the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). During troubleshooting, the customer discovered that the two questioned samples from the patient had visible fibrin in them. The customer learned that the two samples had been collected while the patient was undergoing dialysis, and the samples had been serum. The instructions for use for troponin on dimension rxl max instruments states: "specimens should be free of particulate matter. To prevent the appearance of fibrin in serum samples, complete clot formation should take place before centrifugation. If clotting time is increased due to thrombolytic or anticoagulant therapy, the use of plasma specimens will allow for faster sample processing and reduce the risk of particulate matter." The customer stated that only plasma samples would be used for troponin in the future. The cause of running patient samples with visible fibrin is user error. The instrument is performing according to specifications. No further evaluation of the device is required.